Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a vats lobectomy procedure, the device was fired normally. The first reload was removed from the stapler jaws, but metal piece from reload remained in stapler jaw after removing the spent cartridge, making it impossible to insert a new reload. It was not realized that the metal piece was preventing another reload from being inserted until a new gun was opened on the field. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m54l29. Corrected data: manufacture date: 7/21/2015 expiration date: 6/21/2018. The analysis found that one pse45a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. In addition two cartridge reloads were received for analysis. Cartridge (b) ecr45b, (B)(4) was received fully fired and with the cartridge pan dislodged. Cartridge (c) ecr45b, (B)(4) was received fully fired and with the cartridge pan dislodged. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.